Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the left femoral and iliac artery using a lightning aspiration tubing (lightning), an indigo system cat12 aspiration catheter (cat12), penumbra engine (engine), penumbra engine canister (canister), and non-penumbra sheath. During the procedure, the physician advanced the cat12 over a guidewire and through the sheath to the clot. Subsequently, the guidewire was removed, and when aspiration was initiated, the indicator light on the lightning unit turned solid red. The hospital staff unplugged and plugged back in the lightning, the lightning tubing was also flushed using a 60 cc syringe and three way stop cock to troubleshoot; however, the indicator light on the lightning unit remained solid red. Therefore, the lightning was removed. The procedure was completed using a new lightning with the same cat12, engine, canister and sheath. There was no report of an adverse effect to the patient.